Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the no delivery alarm kept recurring. The customer stated that they have tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites. The customer stated that the tubing was not bent or kinked. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected insulin flow blocked alarms noted. Unit was received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.